Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the visual inspection has shown that returned screw is strongly damaged and the screw head is missing. It is clearly visible that during removal the extraction instrument cut into the screw. Functional test: it is not possible to perform a functional test as the screw is strongly damaged. Dimensional inspection: due to the strongly damages and as no part and lot combination were provided the relevant dimension could not be measured. Document / specification review as no part and lot combination were provided the document and specification review could not be performed. Summary: the visual inspection has shown that returned screw is strongly damaged and the screw head is missing. It is clearly visible that during removal the extraction instrument cut into the screw. As no part and lot combination were provided a conclusive statement can¿t be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated initial reporter and reporter's state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a surgery with femoral neck system (fns). On an unknown date, the pseudarthrosis was found. On (B)(6) 2019, a reoperation to remove fns and total hip arthroplasty was operated. During the reoperation, the surgeon could not remove the locking screw in question and used the extraction screw. However, the extraction screw got broken in the screwhead. The fragment and screwhead were removed by using an airtome (surgical instrument) and the screw was extracted during drilling of the bone with a hollow reamer. The surgery was delayed by 45 minutes. No further information is available. This report captures the event in (B)(6) 2019¿s reoperation and related complaint (B)(4) captures the pseudarthrosis event after the initial surgery. This complaint involves two (2) devices. This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.